Event description:
On (B)(6) 2010, pt reported that the check button on his infusion device does not appear to be working. Patient stated it is not beeping when he presses it and is not allowing him to run a prime during a cartridge change. Pt reported he was in the process of change the cartridge and could not start the priming function. Pt stated he confirmed the e11 (set not primed) alert and attempted to put the infusion device back in the run mode and again the infusion device alarmed with an e11 (set not primed). Had pt to try again to prime 2 more times and both times it would show the 25.0 on the screen but when he would hold the check button down it would not start the priming function. Had pt attempt the change the cartridge function again and the check button worked fine when confirming the change the cartridge function, but when he went to hold the button for 3 seconds to retract the piston rod, the button would not respond and would not start the function to retract the piston rod. Had pt try holding the button down longer but it still would not retract. Assisted the pt with setting up his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.